Event description:
It was reported that prior to implant, the lead was tested and the helix would not extend during two attempts. A different lead was used to complete the procedure. The lead was tested after the procedure and the helix was able to extend. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).